Event description:
Noise noted on rv channel during interrogation. Physician will monitor at this time for increased occurrence and consider lead replacement. Lead remains actively implanted and no adverse patient events have been reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.